Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and without the device to analysis, a cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report loss of fluid column. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc), a loss of fluid column was observed twice. The sgc was replaced with a new one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.